Event description:
It was reported that the pulse generator exhibited intermittent loss of capture. When the generator was connected to the lead out of pocket it did not work, but when placed in the pocket, it worked fine.

Manufacturer narrative:
The reported condition of the pulse generator not working outside the body, but working when placed inside the body is normal device behavior. As the device pacing configuration is unipolar, and is non programmable, the pacemaker will stimulate between the lead tip and the can. This means that the pacemaker can must be in contact with the patient's body in order to function properly.